Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Reportedly, customer loaded a new cartridge; however, the issue persisted. Ultimately, customer clarified the issue had been resolved but was unable to provide the steps taken to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.